Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot failed due to receiver has no power. The receiver downloaded using a known good battery. A review of the share log was performed and there was no data within the investigation window. Functional test was unable to be performed. The receiver case was opened, and the internal inspection passed. The battery voltage was measured and failed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed err hwbat occurred . No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.